Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) display while refilling the heater bag during fill 7 of 7, the home patient (hp) revealed that she had transferred the supply bag to the heater line (during therapy). The technical service representative (tsr) explained the alarm to the hp, assisted to bypass to fill 7 of 7 and advised to contact nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was confirmed, because the patient reported that they switched the supply bag to a different line during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A cause could not be determined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.